Event description:
PICC line was inserted on 02/2001, nurse tried to remove it 8 days later and resistance was met. Radiologist attempted to pull the line and it broke off, leaving approx 5cm of the line in the pt's upper arm. The piece was surgically removed 03/2001.